Event description:
It was reported that an intraocular lens (iol) had the haptic visibly broken. Was seen after/during iol insertion. Noted then to have patient contact with the iol. No other information was provided.

Manufacturer narrative:
If implanted, give date: not applicable, as there is no indication that the lens was implanted if explanted, give date: not applicable, as there is no indication that the lens was implanted; hence cannot be explanted. The device is not received for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: upon further review new information received. The event of haptic visible broken occurred during insertion. A back-up lens was used instead. There was no incision enlargement, no vitrectomy, and no sutures done. Also, no patient post-op injury. No other information was provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.